Event description:
It was reported that a patient presented with over-sensing of noise noted on the patient's right ventricular lead. No impacts to the device function were reported. The lead was capped and replaced on (B)(6) 2025. No adverse patient consequences were reported.